Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding medical history is unknown. This information was not available from the facility. Report source: foreign - (B)(6). The angiosculpt device was discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used to treat a severely tortuous and severely calcified peripheral lesion. During the 3rd inflation at 14 atm for 15 seconds, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured at rbp.